Event description:
Drive devilbiss healthcare received notification of an incident involving a rollator that drive devilbiss healthcare imports and distributes. The enduser was in the hospital awaiting to be transported with his rollator. While attempting to move, the back wheel allegedly broke off causing him to fall. He sustained a left hip injury and was taken into immediate surgery. The enduser was then placed into a rehab facility where he allegedly went into cardiac arrest. This information has been provided by the enduser's attorney.